Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplement.

Event description:
Per raised with minimal info: the customer reported via the sales rep that the axsos 5mm femur compression plate has fractured approx 5 weeks post-implantation. It is further reported that the plate has been revised and that the pt outcome was satisfactory. Per update: it is further reported that the pt was getting out of bed in 2009 and felt extreme pain and could not move his leg. It is further reported that an x-ray showed that the plate had fractured. It is further reported that the pt had the plate revised.